Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. A 2.25 x 38 synergy drug-eluting stent shaft broke during advancement to the target lesion. The device was removed from the patient's body. The procedure was completed with a different device. No serious injury or no adverse patient effects were reported.